Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. A speaker assembly was shipped to the customer to repair and resolve their issue.

Event description:
It was reported that the device is displaying speaker malfunction. It was unknown if there was sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.